Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported the ins was not working properly, and the patient was experiencing shocking/zapping and burning over the ins site. This had been occurring on and off for a whole year and almost daily since the end of 2015 or early 2016. Possible factors contributing to the shocking/zapping and burning were not known. The ins was removed and replaced on (B)(6) 2017. The ins is expected to be returned to the manufacturer for analysis. Following the replacement the shocking/zapping sensations had resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that they were requested for a replacement of the implantable neurostimulator (ins). The patient reported that their ins was giving them shocking sensations over the device. It was noted that the patient recovered without sequela. The ins was returned for analysis. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis found insignificant anomalies and that the device was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.